Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with the assistance of technical support, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue arises again.